Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the clinic a couple days post implant due to experiencing pain with pacing. The lead was found to have perforated the heart wall. The pocket was reopened to reposition the lead and a pericardial effusion was observed. A pericardial centesis was successfully performed and the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.